Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was at the beach and her site fell out while she was swimming. Customer stated that her bathing suit was rubbing against the site. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that she perspires heavily. Customer also had an issue with 2 sensors that the serter would not release. Customer was able to insert the 4th sensor. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that she forgot her supplies, which caused her blood glucose level to go high. Customer declined troubleshooting for the high blood glucose.